Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed cassette not latched error. There was no patient involvement. The issue discovered during testing.

Manufacturer narrative:
One device was returned for investigation in used condition. Visual and functional testing were completed where the customer complaint was able to be replicated. The cause of the reported issue was due to a non-reactive downstream occlusion sensor. This was resolved by replacing the air detector along with other preventative maintenance measures. The device was then tested again and passed all functionality tests. A service history review shows the device had not been in for service in the last 12 months.